Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
It was reported by the customer's wife that the customer's display screen of the insulin pump is damaged. No add'l info was provided.